Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and visibility/palpability was received on october 21, 2025, with lot number 2752984. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as surgical damage and missing assessed as inconclusive. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "free extruded silicone along the anterior margin". Later, healthcare professional reported "ptosis", "animation deformity" and "capsule was thickened". Later, healthcare professional capsular contracture baker grade unknown. Surgical intervention: pocket exchange from submuscular and subfascial, wise mastopexy. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device was returned.

Event description:
Healthcare professional reported "rupture" via mammogram . This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "free extruded silicone along the anterior margin". Later, healthcare professional reported "ptosis", "animation deformity" and "capsule was thickened". Surgical intervention: pocket exchange from submuscular and subfascial, wise mastopexy. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.